Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Reprogramming was done but was unsuccessful. The patient underwent a lead revision procedure and was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20417485.